Manufacturer narrative:
(B)(4): baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned, a device analysis cannot be completed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The patient was admitted to the hospital with peritonitis. On an unreported date, unspecified antibiotics were started to treat the event. The type and cause of the peritonitis was not reported. Three days after being admitted to the hospital, the patient passed away. The cause of death was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).